Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was unknown. Customer stated that the insulin pump had water in it because they went for swimming. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. No traces of moisture found at the battery tube per visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.